Event description:
According to the (B)(6) reporter, the surgeon loosely tightened a collar with a socket wrench (388.15) when the collar broke. A second collar was used without being final tightened and also broke. The broken collars were retrieved and replaced with another set of collars. The collars will be returned for investigation. The socket wrench was not suspected to be a part of the complaint event and will not be returned for investigation. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device history records were reviewed and found no relevant issues that would result in this complaint. The manufacturing evaluation revealed that the collar was broken at "l2" feature, where the grooves are located. This damage is not manufacture related. Due to the condition of the returned product, only a calculated wall thickness was measured, which was within tolerance. The other relevant features were not able to be verified. The investigation found this complaint to be indeterminate.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)

Manufacturer narrative:
Device used for treatment, not diagnosis. Product development event evaluation: (B)(4).

Event description:
This is report 1 of 2 for (B)(4).